Manufacturer narrative:
The company representative evaluated the unit and could not duplicate the failure. Observed in fault log for "check iab catheter" which could cause the pump to go into stand by to address the alarm event. The company representative performed preventive maintenance with full calibration. Functional testing and safety testing completed to factory specifications and the unit was returned to the customer. The production device history record (DHR) for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. (B)(4).

Event description:
The customer reported that the "pump would go to standby for no apparent reason and went into standby twice." Incident occurred in use on a patient. The patient was not switched to another pump. No patient harm or injury was reported.